Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged; the clear plastic ring on the reservoir was missing. The patient's blood glucose at the time of incident is unknown. The caller did not know how the damage occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement. However, we were unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with scratched case, serial number label faded, cracked select button keypad overlay, keypad overlay scratched, pillowing keypad overlay, and minor scratched lcd window.